Event description:
It was reported to philips that the device experienced an infrequent issue. Upon further evaluation, it was observed that the device displayed a red 'x' and would not power up. There was no reported patient involvement/adverse patient impact.